Event description:
The biomedical engineer (bme) reported that the left display is black on the dual display central nurse's station (cns). The display appears to power on and then flickers for 10 seconds and then goes black. Nihon kohden technical support (tech support) recommended that they try a spare monitor and see if it comes up. If they do not have a nihon kohden display, tech support told them they can try a third party monitor that supports 1920 x 1200 resolution for troubleshooting purposes and see if it turns on. If it does, then the display is defective, and they will have to order a new nk display. If it does not work, this suggests that the cns has a defective video port and would recommend bringing in the unit for repair. The customer called back and stated that the display failed. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the left display is black on the dual display central nurse's station (cns). The display appears to power on and then flickers for 10 seconds and then goes black. Nihon kohden technical support (tech support) recommended that they try a spare monitor and see if it comes up. If they do not have a nihon kohden display, tech support told them they can try a third party monitor that supports 1920 x 1200 resolution for troubleshooting purposes and see if it turns on. If it does, then the display is defective, and they will have to order a new nk display. If it does not work, this suggests that the cns has a defective video port and would recommend bringing in the unit for repair. The customer called back and stated that the display failed. No patient harm was reported telemetry transmitters (multiple)model: zm-521pasns: ni